Event description:
It was reported to medtronic neurosurgery through medtronic (B)(4), the pt had been implanted with an adjustable valve after being admitted to the hospital ed where a CT scan showed ventricular enlargement. Accounting to the report, the pt experienced intermittent symptoms of shunt failure in the week following the revision, and that they responded to adjustment of the valve's pressure setting. The report states that the adjustable valve was replaced due to concerns of the pt's parents about the influence of magnetic field on the adjustable valve.

Manufacturer narrative:
The product was not returned to the MFR. Therefore, an eval of the device performance was not possible. A review of the mfg records showed no anomalies. The instructions for use that accompany the device caution that "devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. All magnets have an exponentially decreasing effect on the valve the further away they are located. Common environment levels of electromagnetic (radio frequency) radiation generated by security scanners, metal detectors, microwave ovens, mobile telephones, high voltage lines, and transformers should not affect performance level settings." While it is impossible to quantify all the various magnetic fields in our environment, the vast majority will not impact the valve as long as distance from the valve implant is maintained.

Manufacturer narrative:
On (B)(4) 2013, it was discovered that field had not reflected the entirety of the patient¿s medical history that was reported. This report is submitted to update the information in the product was not returned to the manufacturer. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. The instructions for use that accompany the device caution that ¿devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. All magnets have an exponentially decreasing effect on the valve the further away they are located. Common environmental levels of electromagnetic (radio frequency) radiation generated by security scanners, metal detectors, microwave ovens, mobile telephones, high voltage lines, and transformers should not affect the performance level settings.¿ while it is impossible to quantify all the various magnetic fields in our environment, the vast majority will not impact the valve as long as distance from the valve implant is maintained. (B)(4).

Event description:
It was reported to medtronic neurosurgery through medwatch report # (B)(4) the patient with a history of 16 previous shunt revisions through 2004, had been implanted with an adjustable valve after being admitted to the hospital ed where a CT scan showed ventricular enlargement. According to the report, the patient experienced intermittent symptoms of shunt failure in the week following the revision, and that they responded to adjustment of the valve¿s pressure setting. The report states that the adjustable valve was replaced due to concerns of the patient¿s parents about the influence of magnetic fields on the adjustable valve.